Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A product investigation was conducted. Visual inspection: visual inspection of the handle revealed the phenolic handle component was broken at the distal portion originating at the dowel pin interface. The metallic shaft is also significantly bent. The received condition agreed with the complaint description. The complaint was confirmed during investigation. It could not be determined whether the received condition was due to use error, abnormal use or abuse, etc. Dimensional inspection: dimensional measurements of the handle near breakage could not be performed due to the tapered geometry and fracture pattern. The shaft diameter near bend measured at cq and is within specification per relevant drawings. Document/specification review: the relevant drawings were reviewed: no lot number was identified on the returned portions of the device. Based on drawing review it was observed that the devices manufactured post 1997 have both part and lot numbers etched on the handle portion. Therefore, it was determined that the returned device was made prior to 1997 which accounts to at least 21 years device age. The handle material was changed from phenolic to radel (ppsu) in revision d which was released in november 2010. DHR review: a review of the device history records was unable to be performed since the lot number was unknown. A lot # etch does not exist on the returned handle. Material analysis: due to 20 + years of age, it is unlikely that material properties would have contributed to complaint condition. Overall this complaint is confirmed. Conclusion: the complaint was confirmed with investigation. No manufacturing issues were identified during investigation. During the investigation, no additional product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. The received condition of the device was most likely due to handling and use during the over 20+ years the device was in use. Therefore, it has been determined that no further corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporters state: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date, a handle with quick coupling was broken and discovered in routine sterilization. No patient or procedure involvement. This complaint involves one (1) devices. This report is 1 of 1 for (B)(4).